Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller reported that the patient claimed to have charged their battery on (B)(6) 2026 but they've also been in pain since then and when they attempted to connect to battery today, they received message that "battery is too low to sustain therapy". Patient charged their battery to 100% today but then saw it dropped to 85% in 20 minutes and then connected again shortly thereafter, and they received message that the "battery is too low to sustain therapy". Patient denied having any recent medical procedures or hospitalizations. Patient mentioned that the recharger is showing completely full with all three battery indicator lights being solid. Agent walked patient through attempting to connect with mystim rc app and received "neurostimulator battery is empty, and needs to be recharged, therapy is unavailable" service code 336. Agent walked patient through connecting recharger to battery and then using recharger application which showed "device not responding" service code 4401 (agent suspects this may have been actually 4101) and then "neurostimulator battery is low, charge to 10% and try again" and then they reached normal recharging screen showing therapy was off, charging with excellent connection and battery was in the red. Patient stated they've done this process twice already today (recharging their implant) and they know the battery was at 100% because they saw it in the app. Agent let patient charge for several minutes and the battery increased to 10% and upon connecting with mystim rc app, showed "neurostimulator battery low" service code 335 message. Patient was able to proceed into the session and checked battery screen to show battery in the red and communicator at 100%. Patient then started referencing they knew it was 100% charged because they saw the battery indicator lights were all solid. Agent reviewed the battery indicators lights are indicating how full the recharger is, not their implant. Caller asked patient, how they knew the battery was full and patient again said they saw 100% charge in the app. Agent reviewed that it's possible the patient is confused about the different battery levels of the system and suggested to charge battery and call back for further troubleshooting (i.e. To see if any error messages appear when connecting to recharger or mystim rc apps). Agent reviewed with caller that if the issue isn't resolved with education, they may need to meet with patient to further review recharge diaries. Pt mentioned they are in a lot of pain and they want to meet with the rep for adjustments. Pt states they are currently charging at excellent. Agent reviewed for pt to keep charging. Patient was still concerned about the ins depletion rate. Patient stated everything was charged last night to 100% but this morning, the ins was at 70% around 5:30 am and at 60% around 9 am. Patient confirmed recharger is currently docked and fully charged. Patient stated when they left the hospital, the ins was turned on and they didn't have to charge for a week and was told they will only need to charge once every week or two weeks. Patient stated they spoke with rep this morning and they lowered the base and prime amplitudes at that time. Technical services (tss) walked patient through connecting to ins which showed the ins was at 60% and communicator was at 95%. Patient has a follow-up appointment on (B)(6). Tss reviewed information around ins depletion and charging and that external equipment appears to be working as expected. Tss reviewed ins would need to be checked in office for further information about current settings and expected recharge interval.

Event description:
Additional information was received from manufacturer representative (rep) who reported that the cause of the battery depletion concerns were that the patient was not charging correctly. They reported after they re-educated the patient the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.